Event description:
It was reported that a spectrum pump had an issue of door latch error even when closed.this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "latch door error, even when closed" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed upper latch switch. The upper auxiliary required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.